Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported per medwatch report that the product is described as an arrow 8.5 fr, 20cm catheter. The procedure was being performed on a (B)(6) female pt. The burn patient needed a central line placed for fluid resuscitation. Nurse practitioner (np)placed the subclavian venous central line & x-rayed, confirmed it needed to be retracted a few centimeters. Burn md removed sutures & retracted the line as suggested. New sutures were then placed. Burn md then noticed leakage from the line close to the two hash marks (near the connection hub where the catheter meets the ports). Np attempted to replace the catheter by inserting a guidewire & sliding a new catheter on, but was unsuccessful. Np had to pull this line, restick the pt & place a new line. Original line sequestered in risk office. Unclear why line had leaking (malfunction vs possibility of practitioner's puncturing line with suture needles). Pt remains on burn unit to recover. Additional info received from the risk management dept on 01/29/2010 stated that the pt has progressed & is now in the rehab unit.